Manufacturer narrative:
A complete lead was returned in one piece. Analysis was normal. No anomalies were found. X-ray examination noted the inner coil in the connector region being over-torqued consistent with procedural damages.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine procedure to implant a pacemaker. It was noted during implant that there was no p wave or impedance on the lead even though multiple attempts were made to change lead position. The lead was exchanged. No issue were observed with the new lead. The patient was stable.